Manufacturer narrative:
The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. This is one of two reports (3007042319-2016-00715 and 3007042319-2016-00716) submitted for devices related to the same event. Device remains implanted.

Event description:
It was reported from the site by the vad coordinator that on (B)(6) 2016 there were high watts and electrical fault alarms. Log files revealed multiple high watts and electrical fault alarms beginning on (B)(6) 2016. Cleaning procedure was performed on (B)(6) 2016 by field service engineer and it was stated that there were two round of cleaning lasting about 30 seconds each. It was stated that the contaminant was in almost solid form. The pump was stopped for the procedure and no special preparations were needed for the cleaning. The patient tolerated the cleaning and elective controller exchange well.